Manufacturer narrative:
Zimmer dental complaint number (B)(4).

Event description:
It was reported that the screw portion of the locator abutment (iloa003) fractured in the implant. The fractured portion of the screw was able to be removed from the implant.

Manufacturer narrative:
A certain® locator® abutment was returned for investigation. Visual inspection of the as received product identified that the post broken at minor diameter. The complaint of a fractured locator abutment screw is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be identified.